Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that all the buttons on the insulin are not working. Customer stated that he was trying to suspend the pump when he noticed that the buttons were not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.